Event description:
The customer contacted beckman coulter inc (bec) to report blood leak from the top of the needle cartridge of the coulter lh 780 hematology analyzer. The user was wearing personal protective equipment (ppe) consisting of gown, gloves and goggles at the time of the incident. The msds was not reviewed, however it is readily available. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The lab's exposure control or risk management plans are in place. No death, injury or change to patient treatment attributed or associated to this event.

Manufacturer narrative:
On (B)(6) 2011, a bec field service engineer (fse) replaced the tubing and check valves going from the needle drain to the waste chamber. The leak observed by the fse was a mixture of blood, clenz and diluent. A bec field service engineer (fse) indicated that the leak was due to a plug in the waste pathway from the pierce needle bellows. The bellows overflowed on backwash. The plug was cleared by replacing all tubing and 2 check valves in the bellows drain pathway. Root cause for the leak was a plug in the waste pathway from the pierce needle bellows causing them to overflow. Bec internal identification number is (B)(4).